Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the physician that the right ventricular (rv) lead impedance and thresholds increased following an abdominal magnetic resonance imaging (MRI). The rv lead remains in use. No patient complications have been reported as a result of this event.